Event description:
The customer reported that the image on the live monitor was not clear. The images were turning black and looked like something square was laying over the image.

Manufacturer narrative:
(B) (4). The ge service rep installed the diagnostic monitor, and the system boot-up normally. No discrepancies were noted on the monitor.